Manufacturer narrative:
The hill-rom tech found the caster breaks were worn. Per the hill-rom svc manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom preformed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech has the brake casters to replace to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the brakes were not holding. The bed was located in room 210 at the account. There was no pt/user injury reported. This report was filed in out complaint handling sys as complaint # (B)(4).